Event description:
According to the literature source of study performed from 2015 to 2020, using an extended-length tracheostomy tube (7 or 8 ID) with the following reported complications: esophageal perforation and subcutaneous emphysema. The authors do not specify interventions for these complications. The patient was a morbid obese with thick neck. Tube dislocation occurred and was located again. The surgeon did not manage the length of the tube properly in the operation room. After dislocation, the tube length was extended and they did not encounter any problem afterwards.

Manufacturer narrative:
Title: a five year experience of the tracheostomy procedure in a medical intensive care unit. Source: journal of critical and intensive care 2022;13:18-24. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed from 2015 to 2020, an extended-length tracheostomy tube (7 or 8 ID) was used on patient. The patient was a morbid with thick neck. The tube dislocation occurred and was located again. The surgeon did not manage the length of the tube properly in the operating room. After dislocation, the tube length was extended and they did not encounter any problem afterward. On follow-up, it was reported that the patient did not experience esophageal perforation and subcutaneous emphysema. There was no medical intervention performed and re-cannulation was not required.